Event description:
Resident sustained laceration to right leg during transfer from bed to wheelchair. Right leg came in contact with right, front wheelchair leg where footrests may be attached. Resident was sent to hospital ER for sutures. Resident was not admitted to the hospital.